Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. Through troubleshooting, it was determined that the threads on the pump's battery cap were stripped. The pt was instructed to order a new battery cap.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump powered down and she obtained a blood glucose (bg) reading of "high." The pt indicated that she was unsure of how long the pump had powered down for. The pt denied having nausea, vomiting, or shortness of breath. She claimed, however, that she was positive for ketones. The pt reportedly gave a correction via syringe and her bg level went down to "160 mg/dl." The pt denied that there was any moisture or corrosion in the battery compartment. The pt denied that there were any cracks in the pump casing. She claimed that the threads in the pump were intact. However, the pt alleged that the battery cap threads were stripped. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed an elevated blood glucose level that meets animas' criteria for a serious injury.